Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose at the time of incident was 500 mg/dl and current blood glucose was 430 mg/dl customer experienced the symptom like confusion related to the high blood glucose. Customer was treated with insulin pen. Insulin pump will not be returned for analysis.